Event description:
It was reported that the patient experienced chest pain and right sided plural effusion after implant. The effusion was drained twice and the patient continued to experience intermittent chest discomfort. The physician was concerned about possible right atrial perforation. The atrial and ventricular leads were repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.